Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During follow-up, several episodes of noise were seen on the ventricular lead. The lead was explanted and replaced. The patient is stable.